Event description:
According to additional information received, the procedure performed was lap sleeve gastrectomy. The device was difficult to toggle and difficult to unload.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: device jammed. There was no known patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device indicated proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the device and the device was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.